Event description:
When the catheter was retracted, a portion had separated from the hub and remained in the pt's arm. The remaining piece was removed at the bedside by the nurse. There were no pt consequences.